Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the control board and wire harness cable of the table were damaged; however, a root cause of the damage could not be determined. Additionally, the technician discovered the table's hand control displayed the "wrench 26" error code which indicates the table is experiencing a hydraulic failure. To resolve the issue, the technician replaced the control board and wire harness cable. The unit was tested, confirmed to be operating according to specification, and returned to service. The table subject of the reported event was manufactured in 2011 and is approximately 14 years old and is not under a steris service contract for preventive maintenance; the user facility is responsible for all maintenance activities. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure, their 4085 surgical table would not move to the desired position while being commanded to do so via the hand control. The procedure was completed successfully. No report of injury.